Event description:
"The short in line walking boot sole fell off of the boot within 30 minutes of the pt placing the product on. The pt slipped and fell down hurting their back."

Manufacturer narrative:
The incident device was returned and examined for the cause of the reported defect. Quality control records were also reviewed for any inconsistencies which could be responsible for the product problem and none were found. During the inspection and research by the mfg facility, it was discovered that the most possible root cause would be an insufficient amount of glue was applied during boot assembly. A corrective action for this potential root cause has been implemented which increased the quality control inspection process during mfg. Production and workshop department personnel were also advised of this incident and charged to be more aware while doing in process inspection.